Manufacturer narrative:
Initial and final MDR 1985429 - MDR 3003442380-2024-26881 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set tubing detached from tubing-tubing connector which results into high blood glucose level of the patient. The patient addressed the high blood glucose by correction bolus via pump. The infusion set was in use for not more than 48 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.